Event description:
A reported was received that stated the monitor was in use on a pt when the smell of burning plastic was noted. The unit was examined and it heat damage was found where the power cord plug into the base of the unit. The unit was removed from service and no pt injury took place.

Manufacturer narrative:
The suspect device was returned and evaluated. Visual examination revealed that two of the connecting tabs were broken off the power supply outlet plug. Additionally the metal locking tabs were bent. This amount of mishandling handling resulted in the inability of the power supply to fit correctly into the unit. This allowed the power and the ground pin to short resulting in the damage to the unit.